Event description:
It was reported the pt had a surgical excision of the primary closure and wound site due to continued wound drainage. The drug in the pump was baclofen from the hospital. The hcp reported no pt injury.